Event description:
It was reported that prior to an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), with stent placement, stent damage occurred. Upon preparation of the rx stent 7mm x 5cm stent delivery system (sds), the physician noted that the "stent (with the black line) was pinched". It was further noted that the device package did not appear to be damaged. The device was not used during the procedure. Another of the same device was used to complete the procedure.